Event description:
It was reported a peritoneal dialysis (pd) patient was having symptoms of confusion and was hospitalized with peritonitis. There were no reported issues with any fresenius products in relation to the event. It was stated by a pd registered nurse (pdrn) that the fresenius cycler was working well and that the event may have been related to touch contamination. In additional follow-up, the patient¿s pdrn reported this 78 year old patient has a past medical history of dementia when reporting the symptom of confusion. The nurse stated patient¿s overall health in the setting of dementia and failure to thrive (with poor appetite) had prompted the discussion of hospice prior to being hospitalized. Subsequently, the patient developed symptoms of fatigue and abdominal pain. As a result, on (B)(6) 2021, the patient was hospitalized and diagnosed with peritonitis. Reportedly, while hospitalized the patient had a pd culture obtained (date unknown) which yielded growth of the organism pseudomonas. The patient was treated with antibiotics (unknown medication) via intra-peritoneal administration. The nurse states the patient¿s wife had been performing pd treatments for the patient prior to hospitalization. The nurse was not able to identify the exact cause of the peritonitis event. However, the nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. According to the nurse, during this hospitalization the patient¿s family subsequently decided to place the patient on hospice and the patient stopped all dialysis in the hospital. Subsequently, on (B)(6) 2021, the patient expired from natural causes.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release.as a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of pseudomonas which is an organism that is widely found in the environment and therefore may have been related to a breach in aseptic technique as initially reported by the pd nurse. Furthermore, the patient was elderly with a past medical history of dementia, failure to thrive with poor appetite and being considered for hospice prior to this event. During the hospitalization, the patient was transitioned to hospice care, discontinued dialysis and subsequently expired. Based on the reported information, the death was not related to fresenius products.

Event description:
It was reported a peritoneal dialysis (pd) patient was having symptoms of confusion and was hospitalized with peritonitis. There were no reported issues with any fresenius products in relation to the event. It was stated by a pd registered nurse (pdrn) that the fresenius cycler was working well and that the event may have been related to touch contamination. In additional follow-up, the patient¿s pdrn reported this (B)(6) patient has a past medical history of dementia when reporting the symptom of confusion. The nurse stated patient¿s overall health in the setting of dementia and failure to thrive (with poor appetite) had prompted the discussion of hospice prior to being hospitalized. Subsequently, the patient developed symptoms of fatigue and abdominal pain. As a result, on (B)(6) 2021, the patient was hospitalized and diagnosed with peritonitis. Reportedly, while hospitalized the patient had a pd culture obtained (date unknown) which yielded growth of the organism pseudomonas. The patient was treated with antibiotics (unknown medication) via intra-peritoneal administration. The nurse states the patient¿s wife had been performing pd treatments for the patient prior to hospitalization. The nurse was not able to identify the exact cause of the peritonitis event. However, the nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. According to the nurse, during this hospitalization the patient¿s family subsequently decided to place the patient on hospice and the patient stopped all dialysis in the hospital. Subsequently, on (B)(6) 2021, the patient expired from natural causes.